Event description:
Failure to drain: customer reports that reservoir failed to drain due to obstructed anti-reflux valve. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident medical device family initially reported assuming incident could recur.